Event description:
A customer reported a cgm error 42 occurred, and confirmed that the pump did not recently come out of storage mode. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the customer with complete instructions on how to reset the pump, and the caller agreed to attempt a reset when ready and to follow up if the issue persisted.